Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that the pump was ejected during a go-cart accident, resulting in a cracked touchscreen. Following this, a cartridge alarm 30 occurred during the loading sequence with multiple cartridges. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level.